Manufacturer narrative:
Product ID 37761 lot# serial# (B)(6) product type recharger product ID 97754 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 97754, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Analysis of the 37761 recharger (rtm) (serial number (B)(6)) revealed a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated their recharger was all of a sudden dead and wouldn't charge. Patient confirmed green light was on desktop charger. Patient inspected desktop charger connector pin and said it didn't look bent, or broken, but said the pin wiggled a little bit. Patient reset recharger, then plugged into desktop charger and reported nothing came on the screen (there were 4 beeps but that was it) and patient said the cord was somewhat loose. Patient pressed buttons on recharger, but still no power came on. The issue was not resolved. An email was sent to the repair department to replace the desktop charger. Patient called back and confirmed receiving replacement dtc cord. Patient mentioned recharger is not charging and not powering on. Agent assisted patient with resetting recharger and recharger did not power on. Patient mentioned when dtc cord is plugged into recharger the cord wiggles left to right. Patient mentioned they need to charge their implant to use their therapy and mentioned they had a recent shoulder surgery. Agent sent email to local mdt reps for insr transition to wireless recharger. Patient mentioned their hcp was at goodman campbell brain and spine clinic.  Agent requested wireless recharger through repair.

Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger product ID 37761 lot# serial# (B)(6) product type recharger product ID 97754 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and stated that they received the wireless recharger and the belt in separate packages, but they never received the controller to see how things are going. Patient stated they were reviewing the manual trying to figure out how this thing worked, and it said to use the recharger app on the handset. Agent reviewed the equipment and inability to use the recharger app for this implant. Patient stated they never met with their rep and had just received the equipment shipped to them from the rep. Agent reviewed how to use the wireless recharger and the different tones and light meanings. Patient stated it was very difficult to use because they can't see the light since it's on their back. Agent assured patient everything was working as intended and reviewed how to use their restore patient programmer. Agent reviewed implant longevity per patient's request. Agent sent email to the field requesting further education for the patient.

Manufacturer narrative:
H3. Analysis of the ins recharger found a non-conformance. The recharger wouldn't charge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reports they are meeting with the patient tomorrow because the patient received a wireless recharger and never knew how to use it. Rep reported the patient hasn't charged in at least a year and probably needs to have physician recharge done. Technical services sent directions for this to rep.